Event description:
Power surged in patient's room while IV antibiotic was infusing at prescribed drip date. Patient called nurse to the room after power returned because IV pump had blinked. With pump power failure, upon power returning, medication automatically resumed at a flow rate of 1000mls/hr instead of 100mls/hr. The antibiotic was almost completed at the time of the occurrence. No reactions noted at this time. IV pump removed from room (B)(6) and replaced. Additional information: IV pump was plugged in to a "white" plug, not a dedicated "red" generator plug. IV pump was cleaned and tubing thrown away prior to being sequestered. IV pump set to run at 100. Pump lost power. Pump came back on and continued medication at 1000 instead of 100.